Event description:
It was reported that the proxis access sheath left shavings in the patients' kidney. There was no reported injury to the patient.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation of the returned sample, submitted by futurematrix interventional, stated that when the inside of the sheath was visually observed, no deformities were noted. The inner liner was also not scratched, missing or torn. When the foreign substance was inspected, it was noted that it did not represent anything within the process or within anything manufactured at futurematrix. Futurematrix interventional concludes that the root cause is unknown, and the event did not meet risk or severity requirements. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the proxis¿ ureteral access sheath is a two component ureteral dilation system which contains a single lumen for injection of fluids as well as passage of endoscopes and related instruments. The packaged product includes the following items: 1 - hydrophilic-coated dilator with female luer connector 1 - hydrophilic-coated sheath with hub indications for use: the proxis¿ ureteral access sheath is indicated for use in endoscopic urology procedures where ureteral dilation and ureteral access is desired for injection of fluids and insertion and removal of endoscopes and related instruments. Contraindications: ¿ patients who are contraindicated for retrograde urological procedures. ¿ patients who are contraindicated for antegrade urologic procedures, including but not limited to patients with blood clotting anomalies due to coagulopathies or pharmacological anticogagulations. ¿ patients who have the presence of tight strictures which would limit use of the device. ¿ patients who have the presence of large obstructing distal ureteral calculi. Warning: for single use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/ or lead to device failure, which in turn, may result in patient injury, illness or death. Reuse reprocessing or re-sterilization may also create a risk of contamination of the device and/or cause patient infection or crossinfection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient. Do not use if sterile barrier is damaged. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the proxis access sheath left shavings in the patients' kidney. There was no reported injury to the patient.